Event description:
Patient reported on (B)(6) 2020 that received a box with a broken vial of heparin. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).